Manufacturer narrative:
The current instructions for use contains the following: "a tooth that has been previously traumatized or significantly restored may be aggravated and/or the tooth may be lost." The potential root cause of this event is unknown. Align's clinical review of available records indicates that initial treatment plans attempted to create space for anterior crowding; however, sufficient space could not be achieved to align the anterior teeth and position ur3. The extraction of ur4 may have been part of the treatment plan; however, a contribution from the aligners cannot be ruled out. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the reported tooth loss. Based on the available information and align's clinical assessment, the patient required tooth extraction resulting in permanent damage to a body structure, and the invisalign system aligners were being used. Therefore, an MDR will be filed in the united states per 21 cfr 803.

Event description:
The treating doctor reported that the patient required extraction of tooth ur4. It is unknown if the patient required additional medical intervention or medications to alleviate the reported event. It is unknown whether the patient discontinued the aligners, and the patient's current condition is unknown.